Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an atypical low power alarm was confirmed via log file analysis. Data on the reported event date of 06aug2024 was reviewed. The controller event log file captured atypical low power hazard/power cable disconnect alarm events on 06aug2024 while both power cables were connected to the mobile power unit. Power was restored and loss from the mobile power unit between 1:50:02 and 8:49:15. The system reverted to the internal 11v backup battery for power at each occurrence and was unaffected by the loss of power to both power cables. Additional information reported the unit has the v-lock feature on the ac power cord. It was reported the ac power cord did not come loose and there were no environmental circumstances that would have affected ac power at the time of the event. Mobile power unit (serial # (B)(6)) will not be returning. A root cause of the loss of power from the mobile power unit could not be determined. Device history record indicated the device was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 patient handbook rev d cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5, ¿alarms and troubleshooting¿ all alarm conditions are addressed. This includes ¿connect power¿ alarms. Low power alarm: 1. Promptly connect to a working or different power source (mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact immediately. For more information, see page 228. No external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Power cable disconnect alarm: 1. Promptly connect the disconnected power cable to a working power source (mobile power unit or two fully-charged heartmate batteries). 2. Call your hospital contact if reconnecting the power cable does not resolve the alarm. Under section 3, ¿switching power sources¿, describes steps for exchanging between power sources (mobile power unit and batteries). Heartmate 3 instructions for use rev c, under section f, safety checklists, replace any equipment or system component that appears damaged or worn. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient had low voltage hazard alarm while on mobile power unit (mpu). The alarms could not be recreated this in the office while on power module or batteries. It was suspected to be related to static. The patient was walking around the house while on wall power. Log file captured low power alarms on (B)(6) 2024. This was caused by power to the mpu being briefly interrupted. The mpu had a v-lock connector on the alternating current (ac) power cord. The ac power cord did not come loose at the wall outlet or from the back of the unit. There were no environmental circumstances that would have affected ac power at the time of the event. The low voltage alarms were not able to be recreated in the office.